Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that there was a crack in the reservoir case. They reported that the drive support cap was not damaged. The insulin pump will be returned for analysis.